Manufacturer narrative:
Other applicable components are product ID : 978b128, lot#: va2m5c6, implanted: on (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 20-jan-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that  since late last thursday night has experienced intermittent shocking/jolting sensations at lead site (lower back), which only lasts a few seconds. Patient said that they were sitting in a recliner at the time however said that it has happened in different postures. Patient said that they did contact managing hcp and was directed to turn stimulation off for the night and then turn stimulation back on the following day, which patient did. Patient said that stimulation was fine until tuesday and the shocking/jolting started again, said that it occurred twice. Patient said that yesterday experienced the shocking/jolting 10-15 times. Patient said that these occurrences happen even with the stimulation is turned off. When asked, no falls or trauma.  The patient was redirected to their healthcare provider to further address the issue to schedule an appointment for a device check to run diagnostics.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had an appt on (B)(6) 2022, and the device was set to a different program. On (B)(6) 2022, they had the shocking sensation again, so had device turned off. On (B)(6) 2022, they had device turned back on, and they are having an appointment with hcp on (B)(6) 2022. This issue has not yet been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) indicated that the doctor informed them about the patient being shocked yesterday ((B)(6)2022 ). Caller stated shocking is superficial at lead insertion site and no where else. Caller stated hcp relayed to them that impedances are good and patient is receiving good therapy. Caller is going to try to meet with patient, possibly tomorrow. Tss suggested imaging and attempting to recreate sensation and then check impedances along with checking impedances in various positions. It was unknown why patient would be feeling shocking with ins off and that issue could be related to patient's anatomy and implant. Additional information was received from the patient (pt). They reported that after the first instance they were instructed to turn stim off and it still did it (shocked them) for a few days after turning it off then stopped and then it was reprogrammed to a different: "top of the lead instead of the bottom" and they turned stim back on and did fine for a few days then it started shocking again so they turned it back off and it shocked them for a couple of days then stopped shocking them and has not shocked them for over a week (since it has been turned off and left off). Pt said they have an appointment with their doctor the first week of november.